Event description:
A customer alleges that an incorrect diagnosis was made on the basis of image data generated from an ultrasound examination which was consistent with a diagnosis of aortic stenosis. This led to an unnecessary cardiac catheterization procedure.